Event description:
It was reported that while homing the system prior to starting a da vinci prostatectomy procedure, the surgical staff experienced non-recoverable system error code 212. The patient was under anesthesia when the surgeon made the decision to abort the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error code 212 was associated the endoscopic camera manipulator (ecm). The ecm is the camera arm located on the patient cart, which provides the sterile interface for the 3d endoscope. The system was repaired by replacing the affected ecm. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 212 occurs when the actual voltage to drive current through the motors deviates from the expected voltage by a specified amount. Upon determining this condition, the system records the fault and transitions to a safe state. The ecm was returned to intuitive surgical for failure analysis investigation. Engineering was able to replicate the reported failure during testing and determined that the axis-1 motor had malfunctioned, thus generating the system error code experienced by the customer. As of (B)(4) 2012, there have been no reported recurrences of the issue at this hospital.